Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.